Event description:
It was reported that the patient presented for a generator change procedure for an elective replacement indicator. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited noise over-sensing, which resulted in episodes of inappropriate mode switching. The ra lead also exhibited a high capture threshold, which resulted in a failure to capture. Programming changes were made. The ra lead was capped and replaced on (B)(6) 2022. The patient was in stable condition and was discharged the following day.